Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the trial bearing was noticed to be fractured after sterile processing. No patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned trial bearing confirms that the device is fractured. The device has nicks and dings and proximal side has surface scratches and cracks. Sem analysis noted the presence of hackle marks and river lines features on the fracture surface suggesting bending overload. Review of device history records identified no deviations or anomalies during manufacturing. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.